Manufacturer narrative:
Updated data: h6 - annex b, annex c, annex d; analysis of imaging product analysis: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report indicated that one echo cine-loop was provided with suboptimal quality. The right atrium (ra) appeared dilated with possible tricuspid regurgitation (tr). The right ventricle (rv) was not well visualized due to limited field-of-view that was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that symptoms of the hfef included dyspnea with 90% desaturation; weight gain of 13 kilograms (kg) over the past two months; worsening of lower limb edema; and right pleural effusion. Additional actions included electrocardiogram (ECG) biological diagnostics and thorax x-ray.

Manufacturer narrative:
Updated data: b5, h6 - annex e, annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to cardiac decompensation. A diagnosis of diagnosed with heart failure with reduced left ventricular ejection fraction (hfef) was reported. Unspecified treatment was noted. Twenty-two days later, the patient died a non-sudden cardiac death due to the cardiac decompensation with hfef. Per the physician, the event was possibly related to the valve. It was unknown if an autopsy was performed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to cardiac decompensation. A diagnosis of diagnosed with heart failure with reduced left ventricular ejection fraction (hfef) was reported. Unspecified treatment was noted. Twenty-two days later, the patient died a non-sudden cardiac death due to the cardiac decompensation with hfef. Per the physician, the event was possibly related to the valve. It was unknown if an autopsy was performed. Additional information received indicated that during the valve implant procedure, a post-implant balloon aortic valvuloplasty (bav) was not performed. Unspecified medication was administered as result of the heart failure reduced ejection fraction (hfref) event. No autopsy performed. Additional information received indicated that symptoms of the hfef included dyspnea with 90% desaturation; weight gain of 13 kilograms (kg) over the past two months; worsening of lower limb edema; and right pleural effusion. Additional actions included electrocardiogram (ECG) biological diagnostics and thorax x-ray. Additional information received was received the patient experienced hfpef with predominantly right-sided overload and severe pulmonary hypertension. The cause of the hfpef was due to exacerbated right-sided failure in atrial fibrillation and flutter and mitral stenosis. Approximately five years, two weeks following the transcatheter aortic valve implantation procedure, imaging was performed and showed a non-dilated left ventricle (lv) with lv measured at 43 mm in telediastole. Normal left ventricular ejection fraction at >60%. Good prosthesis function was observed in the aortic position. Maximum/average aortic transprosthetic gradient measured at 19/11mm hg. No per/para-prosthetic leak visualized. Non-dilated aortic root. Severe redesigned and calcified mitral valve stenosis. Mean mitral transvalvular gradient was measured at >10 mmhg im 1-2/4. Grade 2 diastolic dysfunction and dilated right cavities. It was also noted an autopsy was not performed.

Event description:
Additional information received indicated that during the valve implant procedure, a post-implant balloon aortic valvuloplasty (bav) was not performed. Unspecified medication was administered as result of the heart failure reduced ejection fraction (hfref) event. No autopsy performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.